Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char and reddish brown material was found on tip dome proximal end. Some scratches and likely dried saline around holes on tip dome. Further information received stated that char condition was not noticed by the customer. Per the event reported and visual findings, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and char remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a (B)(6) years old male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. No further information is known regarding the patient status. The physician was unsure of the actual cause of the adverse however, mentioned that the anatomy was tight in several areas resulting in high forces.

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. B) since lot # 17080846m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator: us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4). Product name: pentaray nav high-density mapping eco catheter: us catalog #: d128207 , lot #: 17080846m. Product name: soundstar® eco diagnostic ultrasound catheter: us catalog #: 10439072, lot #: unknown. (B)(4).